Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that shortly after pulse generator change out, the ventricular lead exhibited an increase in capture thresholds, intermittent loss of capture and low impedance. The lead was imaged and insulation damage was noted. The lead was explanted and replaced.